Event description:
Customer alleged blood glucose results of 406 mg/dl and 193 mg/dl when testing was performed within 5 minutes on the advantage system. Customer reported having no symptoms. Customer reported withholding insulin due to being unsure of blood glucose results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.